Event description:
It was reported that the customer needed assistance with programming a new transmitter. Assisted the customer with programming the transmitter to the insulin pump. The customer stated that her blood glucose was 49 mg/dl at the time of the call. The customer stated that the bolus wizard did not give the exact number she needed. Advised to contact healthcare provider for her settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.